Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had frozen. A field service engineer checked the functions of the keyboard, and all keys functioned correctly. Bluetooth was disabled because an external keyboard was noticed to be connected via bluetooth. Test functions were then performed to check the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the keyboard froze and stopped responding. The customer reported that a malfunction had taken place when the user tried to dispense medication to the patient. However, there were no delays, adverse events, or injuries reported based on this event.